Event description:
Reporter reported to smiths medical that the arterial line came apart during physical examination. The actual line is not available for return. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The reporter indicated that the sample was not available for return. The device history could not be reviewed without a reported lot number. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.